Event description:
The customer reported a frozen screen and unresponsive buttons. The customer stated that the time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no frozen screen noted. However, the up arrow button did not respond due to corroded keypad trace. The time advanced properly. Unable to verify battery out limit alarm due to unresponsive button.